Event description:
On (B)(6) 2025 the user was hospitalized for hypoglycemia with a bg of 47 mg/dl after experiencing large fluctuations between high and low glucose levels while using the ilet. The user reported that the ilet had delivered too much insulin after missed meal announcements, following medical advice to under-report meals. The user was treated with glucagon at the hospital and discharged on (B)(6) 2025. The user resumed backup therapy and later completed a factory reset and retraining.